Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing lesion occurred. The 95% stenosed lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilation, a 3.00 x 8 mm promus element drug eluting stent was advanced to treat the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis result revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first two rows on the distal end of the stent were misaligned. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).